Event description:
Pt mitral valve was replaced with size 31mm mechanical mitral valve. As pt was coming off bypass it was noted on the tee that one leaflet of the implant was not moving. Pt was then put back on bypass and a new mechanical valve size 29mm was implanted. Reason for use: mitral valve replacement.